Event description:
The hcp reported that the pt experienced overdose symptoms following surgery for catheter and pocket revision. During surgery the pump was disconnected but the catheter was not aspirated. The pump and catheter were then reconnected and a bolus was given. The purge bolus inadvertently included the amount in the internal pump tubing as well as in the catheter. This was not noted prior to updating the pump. The pump contained baclofen and morphine. The pt required intensive care later that evening. Specific overdose symptoms were not reported. No troubleshooting was performed. The pt recovered without sequela.